Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the light guide cable buckled, the light guide cable for control body buckled, the insertion flexible tube crushed, the us connector cable (long) crushed, the balloon feeder return tube leak, the remote control button(s cut, the control body disinfections damage, the lg connector disinfections damage, and the lg cable connector housing disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).